Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 19 mg/dl. The customer was admitted to the hospital and blood glucose was uncontrollable. The customer doesn't have pump with him, advised to call back when he has the pump.